Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, a non-gore manufactured stent graft (najuta) was implanted for the treatment of a thoracic aortic aneurysm. It was reported that the najuta stent graft did not have good wall apposition at the lesser curvature of the aorta. Because of the poor wall apposition, thrombus had reportedly formed between the aortic wall and the stent graft. It was reported the thrombus accumulated over a few months and resulted in the infolding of the najuta stent graft. On (B)(6) 2010, a gore tag thoracic endoprosthesis ((B)(4)/06664285) was implanted to treat the invagination of the najuta stent graft. It was reported that ballooning of the (B)(4), clots detached and embolized, causing occlusions of the superior mesenteric artery, a renal artery, and an access vessel. A thrombectomy was performed to restore the blood flow. The patient tolerated the procedure. On (B)(6) 2010, occlusion of the right external iliac artery (reia) was identified. It was reported the reia occlusion was also caused by embolized thrombus from the thoracic aorta. Angioplasty was performed, and a metallic stent was implanted. The blood flow was restored. On (B)(6) 2010, the patient was discharged in good condition. At the one-year and two-year follow up examinations (dates unknown), invagination of the (B)(4) was reported. No interference in the blood flow was observed. Thus, it was left to be monitored. It was reported that the cause of the invagination of the (B)(4) was the persistent accumulation of thrombus in between the non-gore stent graft and the aortic wall.

Event description:
On (B)(6) 2010, a non-gore manufactured stentgraft (najuta) was implanted for the treatment of a thoracic aortic aneurysm. It was reported that the non-gore stentgraft did not have a good wall apposition at the lesser curvature of the aorta; therefore, thrombosis was formed in beween the vessel wall and the stentgraft. The thrombosis accumulated over the couple of months and compressed the non-gore stentgraft. On (B)(6) 2010, a gore® tag® thoracic endoprosthesis was implanted to treat the compression of the non-gore stentgraft. It was reported that during the procedure, there were occlusion of a sma, a renal artery, an access vessela vessel. Thrombectomy was performed to restore the blood flow. The patient tolerated the procedure. On (B)(6) 2010, the occlusion of the right external iliac artery was identified. Angioplasty and stenting were performed, and the blood flow was restored. On (B)(6) 2010, the patient was discharged in good condition. At the one-year and two-year follow up examinations, compression of tg3410/06664285 was reported. No interference was seen for the blood flow. Thus, it was left to be monitored. It was reported that the cause of the compression was the persistent accumulation of thrombosis in between the non gore stentgraft and the aortic wall.